Event description:
Additional information revealed that patient had an ipg revision surgery on (B)(6) 2018, wherein the ipg was explanted and replaced. Issue of shocking sensation has been resolved post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient hasn't charge the scs system in over two years. As a result, the patient¿s ipg has become inoperable. Multiple reprogramming attempts to connect ipg to patient¿s programmer was unsuccessful. As a result, surgical intervention may be needed to address the issue.